Event description:
It was reported that an unexpected receiver shutdown occurred. The product was evaluated. An external visual inspection was performed and no damage. Receiver charge were not performed due to receiver perpetually rebooting and receiver moisture damage found. Boot tests were performed and failed due to receiver perpetually rebooting and receiver moisture damage found. Functional tests were not performed due to receiver perpetually rebooting and receiver moisture damage found. An internal visual inspection was performed and failed due to water damage. The receiver log was not downloaded due to receiver perpetually rebooting and receiver moisture damage found. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unexpected receiver shutdown occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).